Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. Minor scratches on the display window and a cracked reservoir tube lip were also noted.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; however, the insulin pump still makes beeps. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.